Event description:
'75 implanted, '77 left ovarian tumor removed, '77 3mos. Later, right ovarian tumor, hysterectomy, '77 chronic cystitis, '78 ibs, '78 back pain, neck pain, shoulder pain, '79 chest pain, '81 fatigue, depression, memory disturbance, '81 anxiety, mood swings, personality change, photosensitivity, '82 rashes, night sweats, severe, hair-loss dizziness, '83 stuttering, stumbling, '84 husband tried to declare rptr incompetent, '85 leg weakness with paralysis, '85 breast infections, '85 tmj problem, dry eyes & mouth, '86 lost health insurance & home! '94 explanted - still sick!!